Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was found to have circuit disconnect problem. The ventilator was not on a patient at the time of the event. The customer reported to have checked the patient circuit and found a problem with the patient circuit. A new patient circuit was installed. The customer reported the ventilator passed all the required testing.